Event description:
Pt is reported to have developed burns on the thigh and calf following treatment with the anodyne professional unit administered by a healthcare professional. Pt was treated with silvadene, an over the counter first aid ointment. Pt had received approx 48 previous treatments without incident.